Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during routine mouthcare, while suctioning the patient with a yankauer, the tip of the yankauer came off. The sump tip was what broke off the product. The piece was lost in the patient's oropharynx and unable to retrieve or visualize it. Additional information was received from the customer and stated that the patient was already scheduled for an endoscopic procedure, so a plan was made to look for the tip during that procedure. During the procedure, it was unable to visualize the tip in the oropharynx. The endoscopic procedure was already scheduled for another underlying condition, and not specific to the tip removal. The patient passed away on (B)(6) of 2025. Per customer, at this time, they are unable to confirm or exclude correlation between the device malfunction and patient¿s death.

Manufacturer narrative:
The device history record (DHR) for lot number 2304500864 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness, and we will continue to track and trend through our monitoring programs and take actions as applicable.